Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® precisionglide¿ multiple sample needle hub separates from the device. This broken/loose event occurred 20 times. The following information was provided by the initial reporter: translated to english. The customer stated "damaged hub. Self remove white needle cap due to damaged hub before puncture. Customer felt high risk of needle stick injury."

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer for investigation. The samples were evaluated by functional testing and the indicated failure mode for broken hub/loose sleeve with the incident lot was observed. Damage is caused by heat causing the weld line to melt and become deformed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported the bd vacutainer® precisionglide¿ multiple sample needle hub separates from the device. This broken/loose event occurred 20 times. The following information was provided by the initial reporter: translated to english. The customer stated "damaged hub. Self remove white needle cap due to damaged hub before puncture. Customer felt high risk of needle stick injury."